Manufacturer narrative:
G2. Foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal canal stenosis. It was reported that the stimulator is charged every evening at a set time. It usually takes about 15 to 20 minutes to go from 80% remaining to 100%, and about 20% was depleting in one day. However, today, the stimulator's remaining charging level was being drained when charging was initiated, and the remaining charge could not be seen. It lasted 30 minutes and finally reached 30%. As usual in everyday life, the intensity has not changed. Suddenly, the stimulator stopped charging. There were no known environmental, external, and patient factors that may have caused the event. When the charging was performed, very good was displayed and could be charged 40%. It was unknown if the issue was resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that what was meant by "it lasted 30 minutes and finally reached 30%." Was that it charged up to 30% from a lower amount. It was clarified that the ins depleted unexpectedly more quickly than usual. The cause of the ins not charging was not determined. The actions taken to resolve the issue were that the patient was advised to charge again and to see what happens. The patient did not call again, so it is presumed that the issue has been resolved.